Manufacturer narrative:
The device was received for evaluation. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The device was found out of specification in relation to the customer reported battery will not stay on, which was reproduced. Evaluation observed pump turned off when the battery was moved. Evaluation verified the rear case battery top notch to be damaged which not holding battery like normal, and as a result the pump turned off when the battery was moved. The reported condition was verified. The cause was determined to be a damaged case. The rear case was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump battery would not stay on. This occurred during an unspecified process step. There was no report of patient injury or medical intervention associated with this event.. No additional information is available.